Manufacturer narrative:
The info regarding this complaint was received on (B)(4) 2011, which indicated that an MDR was required.

Event description:
It was reported on (B)(6) 2011, during the procedure, error message 172 occurred. Per the customer, the procedure was cancelled. No pt injury was reported.